Event description:
It was reported that the scale was inaccurate due to a zeroing error. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to include UDI in section.

Event description:
It was reported that the scale was inaccurate due to a zeroing error. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.